Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during an hta procedure, there was a fluid leak. The patient coughed during the procedure and a drop in the reservoir level was observed by the physician. The machine alarmed for fluid loss (1cc). The physician thought he saw a leak in the cervix and applied a second tenaculum and completed the case. At the end of the procedure the physician observed "blanching" on the external ox of the cervix. The physician did not feel there was a burn but did apply silvadine cream. The patient condition was reported as "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed, therefore, the cause of the reported event is undetermined.